Event description:
Tap, it was reported that 163 days after implantation of a 3.00x16 mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending(lad) coronary artery. A pre-intervention stenosis of 75% was reported in the mid lad. A 3.00x16 mm taxus stent was deployed in this region. A post-intervention stenosis of 0% was reported. The pt received heparin during the procedure. No info was reported concerning the calcification or tortuosity of the vessel. No info was reported concerning pt complications. The pt presented 163 days after the initial procedure with an 99% in-stent restenosis in the proximal to mid lad artery. Following balloon dilation, a 3.0x20 mm taxus was deployed in the restenosis region. A post-intervention stenosis of 0% was reported. No info was reported concerning pt complications.